Manufacturer narrative:
Device evaluation was completed on (B)(6), 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During the procedure, no force values displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The device was visually inspected and it was found with a hole on the pebax and internal parts exposed. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature cannot be tested due that no was visualized temperature in the generator. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the dome creating the temperature issue. The manufacturing record evaluation was performed for the finished device and identified an internal corrective action related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. The customer complaint regarding force issue was unable to be duplicated during the product investigation; however, the hole on pebax area found could be related to the reported issue. The root cause of the hole on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The issue related with no temperature was previously investigated and does not represent any patient safety impact as it will result in the catheter not being able to read temperature, and thus, the catheter not being able to deliver radio frequency energy to ablate. In this scenario, the catheter will need to be removed and replaced, causing a procedural delay and customer annoyance. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal components exposed. Initially it was reported that during the procedure, no force values displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. The no force values displayed was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on september 4, 2020 a hole on the pebax and internal parts exposed without reddish-brown material inside. The awareness date for this lab finding is september 4, 2020.